Event description:
The customer was hospitalized for high bgs. The customer called to the help line and was instructed to change the infusion set and to continue using the pump until the new replacement arrives. The customer stated that the sugar level was normal in the evening. The next morning they were vomiting from the time they woke up. While bgs were checked and doing a bolus, the customer continued vomiting and became dehydrated. Bgs again were checked and the customer got more insulin with a bolus. The pump indicated that the insulin was delivering. Then the customer was admitted to the ICU for keto-acidosis for two days. The customer claimed that the pump and the infusion set were not working properly as no alarms alerted pt.